Event description:
Alleged the bed exit function is not alarming and there have been two patient falls.

Manufacturer narrative:
The technician investigated and found there were no pt falls at the account. The technician replaced the tape switches to repair the bed.